Event description:
Reporter has a deep brain stimulator and two leads implanted. She is experiencing pain, shaky hands, and dull headaches in forehead due to issues with charging the battery in her chest. Reporter states she can tell when the battery is running low because she starts to experience those symptoms. Reporter tries to make sure the battery doesn't go lower than 1/3 down. Reporter states there is issues with the charging port and the light that displays when the battery needs to be charged or if it is fully charged is defective. She states instead of displaying a green or yellow light it is showing orange or the light disappears. Reporter states she has to keep it plugged in at all times because it doesn't hold a full charge even after 48 hours of charging. Reporter fears for life and is concerned about the battery because she can't undergo a surgery with complete anesthesia due to pre-existing complications with other implants. Reporter states having trouble talking with the company for a resolution. Pt: 1994, 2515, 1880, 1831. Device: 1057, 2292, 2586, 1182. Ref: mw5189418, mw5189419.